Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Update ¿11/22/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported elevated metal ion levels, pain, and tissue destruction. Adding stem/sleeve.

Event description:
Litigation alleges patient had pain after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.